Event description:
Report that a neck component (catalog # 3441-13046-0) of a unisyn modular hip implant system previously implanted in a patient had fractured. Revision surgery was performed.

Manufacturer narrative:
Hayes medical reviewed and evaluated the device history record for lot 470257a. The DHR demonstrates that this lot was produced in conformity with all product, process and material specifications. Surgeon confirmed on explantation during revision surgery that the implant neck component had fractured.